Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, a physical investigation will be performed and a follow-up report submitted.this serves as a correction report for b5 - describe event or problem and b2 - outcomes attributed to ae. Based on additional information obtained from the customer on (B)(6)2021, the customer had not received any third-party treatment for the reported issue. B2 and b5 have been updated.

Event description:
A caregiver reported a 12-year-old customer had a skin reaction while wearing the adc freestyle libre sensor and experienced irritation and oozing at the sensor site. Based on additional information obtained from the customer on 12-feb-2021 the customer did not receive third party-medical treatment while using this sensor. There was no report of death or permanent injury associated with this event.

Event description:
A caregiver reported a 12-year-old customer had a skin reaction while wearing the adc freestyle libre sensor and experienced irritation and oozing at the sensor site. Hcp contact made on (B)(6) 2020 and the customer was prescribed cavilon, "cicabio cream," and nerisone cream if needed, for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a (B)(6) old customer had a skin reaction while wearing the adc freestyle libre sensor and experienced irritation and oozing at the sensor site. Hcp contact made on (B)(6) 2020 and the customer was prescribed cavilon, "cicabio cream," and nerisone cream if needed, for treatment. There was no report of death or permanent injury associated with this event.